Event description:
It was reported that cartridge alarm 30 occurred and did not happen during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was resolved without need for additional intervention.